Manufacturer narrative:
It was confirmed that no delay in the therapy was noted. To resolve the issue user interface (ui) assembly and liquid crystal display assembly was replaced by customer. System works as specified post this action. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that display is dark. It was reported there was no patient involvement at the time the issue was discovered and no reports of patient/user harm or injury the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that display is very dim at highest setting. Rse advised customer to replace ui display assembly to correct issue and provided part numbers. Investigation is ongoing.